Event description:
It was reported that the atrial and right ventricular [rv] leads had low impedance and high threshold measurements. The atrial and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial and right ventricular [rv] leads had low impedance and high threshold measurements. The atrial and rv leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the lead was stretched. (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that the outer insulation was melted, all insulators had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.